Event description:
Information received by medtronic indicated that the insulin pump had tiny scratched and no delivery alarms and also had crack in casing above the up and down arrows. No harm requiring medical intervention was reported. The insulin pump and transmitter will not be returned for analysis.

Manufacturer narrative:
Customer complaint notes, stated cracked and scratched screen and has no delivery alarm unit received with blank display, problem isolated to mother board. The original mother board was removed and replace with a test mother board. No anomalies was notice after battery insert. Problem isolated to mother board. Unable to perform operating currents, self test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify no excessive no delivery/occlusion alarm and download due to blank display. Pump received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window, cracked belt clip slot, cracked battery tube threads, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip. The pump was received with 50% of reservoir tube lip broken off, however the test infusion set and reservoir did lock properly into place (B)(4).